Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a low blood glucose event three to four months prior. The customer's blood glucose declined to 32 mg/dl. The caller reported the customer frequently had low blood glucose. The caller also reported a hospitalization event for the customer for high blood glucose. The customer's blood glucose was 600 mg/dl at the time of the hospitalization. The caller reported the customer was wearing the insulin pump at the time of incident. The caller also reported physical damage to the insulin pump. The caller could not recall how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube and a partially broken reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.